Event description:
Hill-rom received a report from the account stating the bed exit alarm was not loud enough. The bed was located in a pt room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom tech support found the external alarm needed to be replaced and ordered one for the account to install. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this info, no further action is required.